Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) dropped below 20 mg/dl. The patient went into a coma, as a result. For treatment, it was reported they used sugar jelly. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 1 day. The pod was discarded.